Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the dbs lead had abnormal impedances straight out of the box. No environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included electrical integrity checked with tablet and 8840 through ens with twist loc screening cable. Contact #1 observed to have impedances in 6-7000 ohm range. Cable was disconnected and reconnected on both ends, high resistance persisted. Decision was made to use new lead and use of new lead resulted in normal resistance. Implantation of lead was successful. The issue is reported to be resolved. The lead was never implanted and is expected to be returned for analysis. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) indicating that they have no further information on the status or location of the affected lead.